Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device device had an e9 error code part was not confirmed. However, during evaluation, it was determined that the device failed the following assessments: thermistor, temperature, noise and safety (cutter did not rotate. It was further determined that the cable was frayed, inner race of bearings was out of alignment and the flex circuit was worn out. It was determined that the worn out bearings inner race being out of alignment which caused the motor to heat up and create noise consistent with normal use. It was determined that the flex circuit was worn out causing the thermistor to fail consistent with normal use and the locking components are also worn out causing the safety assessment to fail consistent with normal use. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the motor device had an e9 error part. During service and evaluation, it was determined that the motor device failed temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.